Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device was overweight. A microscopic analysis was performed which identified one striated opening. Based on the device analysis the final assessment is: one striated opening in the posterior side assessed as surgical damage." Explanatory note regarding correction to g4. : on the initial medwatch, the PMA/510k number provided did not match the record.

Event description:
Patient reported a having a right side "textured" implant that "ruptured." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a having a right side "textured" implant that "ruptured." Device has been explanted.